Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. A review of imagery was performed and the following was observed: calcified annulus and calcification and tortuosity present in patient's vasculature. The following instructions for use (IFU) were reviewed: IFU for commander ds with s3u, device preparation manual, and device procedure manual. Based on this review, no IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for difficulty to withdraw system with valve through the esheath and difficulty to cross native annulus and/or bioprosthesis was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals also revealed no deficiencies. Per complaint description, 'there was no issue inserting the delivery system into the sheath. There was a tight spot in the iliac, but the delivery system and valve made it past it without any issue. However, when trying to take the sheath out with the valve pulled back into the sheath, it felt too tight to get the valve through that spot again in the opposite direction.' Provided imagery shows the patient had calcified and tortuous vasculature. Tortuosity in the access vessel can create non-coaxial withdrawal angles. Additionally, the presence of calcification in the access vessel can result in the creation of sub-optimal angles during delivery system withdrawal, which may also lead to non-coaxial alignment. It is possible that the non-coaxial withdrawal configuration may have resulted in the crimped valve catching on the sheath tip, contributing to the withdrawal difficulty reported. A definite root cause is unable to be determined at this time. However, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. Complaint description also reports, 'the team could not cross the annulus with the valve due to the angle of the root and heavy calcification.' Provided imagery shows the patient had a calcified native annulus. It is possible that presence of calcification in the annulus obstructed the valve from being placed in the annulus, causing difficulty in advancing the valve to the annulus. A definite root cause is unable to be determined at this time. However, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure for a 26mm sapien 3 ultra valve, there was resistance experienced when removing the crimped valve and delivery system through the esheath due to vascular calcification, and the valve was implanted in the descending aorta. Per report, the delivery system and valve were not able to cross the native aortic annulus due to the angle of the aortic root and heavy calcification. They tried a different wire, different positioning of the catheter, and a buddy balloon bav technique was performed. However, they were still unable to cross the annulus. The team did not want to pull the valve out with the esheath due to tight calcium in the iliac, and it was decided to deploy the valve in descending aorta with no stent implanted. The case was aborted and rescheduled. There were no complaints made regarding the edwards products. It was clarified that there was no difficulty when inserting the delivery system into the esheath. There was a tight spot in the iliac, but the delivery system and valve made it past it without any issue. However, when trying to take the esheath out with the valve pulled back into the esheath, it felt 'too tight' to get the valve through that spot again in the opposite direction. As there was resistance during withdrawal it was decided to deploy valve in the body. The delivery system was removed without any issue after the valve was deployed. Upon discussion with the heart team after the case, it was felt that the tortuous aorta and the amount of calcium at the annulus level were the reasons why they could not cross the native annulus. They did not think anything was wrong with delivery system or valve.